Event description:
On 10-mar-2022: follow up information was submitted to add date of this report and to update the awareness date. Moreover, the result of complaint investigation of returned used device (one set), showed that the tubing was detached from the tubing connector and excess of glue was noticed where tubing was joined on the tubing connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On 19-aug-2021, it was reported that the patient's infusion set's tubing came apart at the quick release while the patient was sleeping. The site location was patient's abdomen, and the pump was on the same side in relation to the site. Moreover, the infusion had been used for one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 300 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing came apart at the quick release while the patient was sleeping. The site location was patient's abdomen, and the pump was on the same side in relation to the site. Moreover, the infusion had been used for one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 300 mg/dl. No further information available.